Event description:
Boston scientific was notified that during an event the gdc 18-fibered vortx shape synerg detection circuit broke in the excelsior sl-10 microcatheter. The pt was reported to be ok.